Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead, product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# unknown serial# implanted: (B)(6) 2015, explanted: (B)(6) 2017 product type lead product ID 977a260 lot# unknown serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain and failed back surgery syndrome. It was reported that the patient¿s leads were explanted on (B)(6) 2017, as the electrodes were out of range. The leads were replaced with new ones. It was also noted that the patient had a gradual change in therapy. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted:(B)(6) 2015 explanted:(B)(6) 2017 product type lead product ID neu_stylet_acc lot# unknown product type accessory product ID neu_stylet_acc lot# unknown product type accessory product ID 977a260 lot# unknown implanted: (B)(6)2015- explanted: (B)(6)2017 product type lead product ID 977a260 lot# unknown implanted:(B)(6) 2015 explanted: (B)(6)2017 product type lead analysis of the lead (B)(4) found that all the conductors were broken 22.2 cm from the distal end of the stimulator lead body. Analysis of the lead (B)(4) found that all the conductors were broken 23.1 cm from the distal end of the stimulator lead body. If information is provided in the future, a supplemental report will be issued.